Event description:
Tbm states the provider sent an email and stated the two frame halves come together, there is a spring loaded locking pin that is suppose to engage, and it will not on one side and just come apart. The provider states the pin mechanism won't line to where it goes into the head spring frame. The provider states it looks like a bad weld.